Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to component failure.

Event description:
A user facility in (B)(6) reported to fresenius (B)(6) technical services that a hemodialysis (hd) system was ultrafiltrating more than expected at 1000 ml. The issue occurred during a patient¿s treatment. The treatment was cancelled and there was no indication that the patient complete treatment on a different machine. There was no reported adverse event, serious injury, nor medical intervention during the reported event. A fresenius technician arrived at the user facility and inspected the device. The ultrafiltration pump and motor velocity pumps were found to be damaged. Both pumps were replaced. A valve check leak was found and it was repaired. The ultrafiltration pump hydraulic pressures were calibrated to manufacturing parameters. Tests were confirmed and a functionality tests was performed and completed without any reported issues. A final rinse was performed before the device was returned to the customer in functioning order.